Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a malpositioned stem, which was causing dislocation. (Left hip).

Manufacturer narrative:
The investigation has been reopened due to receiving medical records which indicate corrosion was found upon revision. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
*** Update - 05/24/2012 - clinical report received for this patient includes lot number and corrected part number, which have been updated on the product page, as well as date of implantation, indicated above. *** **update ** 01/31/2013 - patient's medical records were received. Records indicate corrosion was found upon revision. The sleeve was added to the complaint. The complaint was re-opened. **update** 02/12/2013 - x-rays were received. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The combination of the patients posterior soft tissue disruption and the femoral stems increased anteversion contributed to the patients dislocation. No product problem suspected. Based on the performed investigation, a need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.